Manufacturer narrative:
Physician¿s comment: the possible cause of the under-dilated stent was that the stent might have been misaligned a little on the sds towards the proximal portion or there might have been effect of shortened balloon shoulder. Stent misalignment was not confirmed under flouroscopy.the product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
After the cypher stent placed in the lesion, ivus confirmed that the proximal portion of the stent was under-dilated and stent apposition was not sufficient with the vessel wall. The physician stated that the stent may have been misaligned on the balloon of the stent delivery system. The patient¿s age and gender were unknown. The indication for the procedure is unknown. The target lesion was mid portion of right coronary artery (rca). The lesion was a de-novo and moderately tortuous, but was not calcified. There was 90% stenosis. The length of the lesion is unknown. The product appeared normal when taken from the packaging. The lesion was crossed with a guidewire (gw) and ivus was conducted without friction. Therefore, pre-dilation was not conducted and cypher (3.0/33mm) was delivered to the target lesion for direct stenting, but it would not cross over the distal portion of the lesion. Then the cypher was retrieved from the patient once and pre-dilation was conducted with a balloon catheter (bc). Afterwards, the cypher was delivered to mid portion of the proximal and mid rca and implanted at 16atm for 30sec. When ivus was conducted to check the stent apposition, it was confirmed the proximal portion of the stent to be under-dilated (the diameter of the stent was less than 2.5mm) and the stent apposition at the proximal portion was not sufficient against the vessel wall. To finish the procedure, post-dilation with a bc (unspecified; non-compliance balloon) was conducted at proximal portion of the stent and another stent (unspecified) was implanted at the distal portion of the target lesion. The procedure was finished successfully. There was no patient injury reported. The product will not be returned for analysis because it was mistakenly discarded by the nurse. The physician did not indicate any anomalies prior to use.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 77 mg/dl, 139 mg/dl, and 208 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
Information received from an affiliate indicated that a coronary artery stent was thought to be offset/ out of position on the stent delivery system after an attempt to implant the stent without pre-dilating the lesion. The target lesion was mid portion of right coronary artery (rca). The lesion was a de-novo and moderately tortuous, but was not calcified and had 90% stenosis. The product appeared normal when it was removed from the package. The lesion was crossed with a guidewire (gw) and ivus was conducted without friction. Therefore, pre-dilation was not conducted and cypher (3.0/33mm) was delivered to the target lesion for direct stenting, but it would not cross over the distal portion of the lesion. Then the cypher was retrieved from the patient once and pre-dilation was conducted with a balloon catheter (bc). Afterwards, the cypher was delivered to mid portion of the proximal and mid rca and implanted at 16atm for 30sec. When ivus was conducted to check the stent apposition, it was confirmed the proximal portion of the stent to be under-dilated (the diameter of the stent was less than 2.5mm) and the stent apposition at the proximal portion was not sufficient against the vessel wall. To finish the procedure, post-dilation with a bc (unspecified; non-compliance balloon) was conducted at proximal portion of the stent and another stent (unspecified) was implanted at the distal portion of the target lesion. The procedure was finished successfully. There was no patient injury reported. The product will not be returned for analysis because it was mistakenly discarded by the nurse. The physician did not indicate any anomalies prior to use. Physician¿s comment: the possible cause of the under-dilated stent was that the stent might have been misaligned a little on the sds towards the proximal portion or there might have been effect of shortened balloon shoulder. Stent misalignment was not confirmed under fluoroscopy. The product was not returned for evaluation and testing. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without the return of the product the reported customer complaint of off/set out of position could not be confirmed. Stent under expansion has many factors that can contribute to it such as prepping of the device or vessel/lesion characteristics, in this case, a tortuous vessel. Stents are routinely post-dilated for optimal stent wall apposition. Review of the information provided suggests that vessel/lesion characteristics may have contributed to the reported event. There is nothing to suggest that there is a design or manufacturing issue; therefore, no corrective action is needed.